Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the replacement of the reflector pressure transducer board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer printed circuit board is part of the pressure measuring in the system. A faulty pressure transducer printed circuit board may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Evaluation of received device's logs confirms occurrence of failed pressure transducer tests. The logs show that the test failed due to gain correction factors being outside defined intervals for reflector pressure transducer board. No technical errors related to the pressure transducer board failure have been generated. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to reflector pressure transducer board.

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).